Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2024 and suture was used. The doctor sutured the uterine stump with a suture. During the suturing process, the doctor gently pulled the suture and the suture broke. The doctor immediately replaced it with a suture of the same specification to continue suturing. The suture was broken with a light pull, another suture was used. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - were there any patient consequences? - please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-00946 and 2210968-2024-00947

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received, two needle suture pieces that pertained to product code vcp345h. During visual inspection of the returned sample, the sutures were examined, and the extremes of the sutures were noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strands. The other sections of the sutures were not returned for analysis. The product code vcp345h contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.